Event description:
It was reported that the patient underwent the patient's first revision surgery of their left shoulder due to disassociation of implants. The cause of the disassociation of the implants is unknown.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01606. Concomitant medical products: item#: unknown, unknown 12 mm poly liner; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receiving additional information and reassessment of the reported event, it was determined that the product did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receiving additional information and reassessment of the reported event, it was determined that the product did not contribute to the reported event. The initial report was forwarded in error and should be voided.